Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device broke during the procedure. All broken pieces were retrieved.

Manufacturer narrative:
Alleged failure: broke during tissue resection. The sharp edge of the blade ended up inside the patient's shoulder joint. The failures identified in the investigation is consistent with the complaint record. The probable root cause/s could be the blade coming in contact with a hard object causing damage to the teeth and hitting the housing edges. Excessive pressure, such as bending or prying, may cause the arthroscopic shaver blades to bend/break. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device broke during the procedure. All broken pieces were retrieved.